Event description:
It was reported that during a resuscitation of a drowning patient, the autopulse platform displayed a "system error" message. No adverse patient sequelae was reported. Customer would not disclose if a patient death was involved during the call. No further information was provided.

Manufacturer narrative:
Please see related MFR. Report # 3010617000-2015-00302 for first issue reported for the same patient. The autopulse platform in complaint was returned to zoll on 05/14/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the bottom enclosure was damaged. A review of the platform's archive data was performed and found multiple fault 136 (system error, out of service) codes on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. In addition, a user advisory (ua) 2 (compression tracking error) message occurred on the reported event date. However, this ua is unrelated to the reported complaint. Per the autopulse® maintenance guide (p/n 11653-001), ua 2 is exhibited when the platform detects a change in lifeband tension. This advisory happens when either the patient or the lifeband is out of position, or if the lifeband is opened during active operation. The autopulse is designed to exhibit ua's and system errors to prevent patient injury. The reported complaint was also duplicated during functional testing. A "system error - out of service" message was observed upon power on of the platform. Further inspection found that a defective processor pca board was at fault. Based on the investigation, the parts identified for replacement were the processor pca board and the bottom enclosure. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint was confirmed based on review of the platform's archive and upon functional testing. The root cause was determined to be a defective processor pca board. After replacement of the processor pca board and the bottom enclosure, the platform was functionally evaluated and performed as intended.